Event description:
A customer reported to olympus that the evis exera iii xenon light source displayed error code b30 when using a 190 series endoscope. The issue was found during preparation for use in an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Technical support was provided to the customer. The customer confirmed that a maj-1430 cable was plugged in to the front of the subject device. The customer was instructed to remove the maj-1430 cable and power the subject device off and on. The b30 error recurred. A scope wa unplugged and re-plugged and the b30 error recurred. The customer was advised to stop using ¿canned air¿ to clean the device sockets and to substitute olympus item # maj-2087. Related patient identifiers: (B)(6), (B)(6), and (B)(6). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.